Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient suffered serious bodily injuries, including, but not limited to, pelvic pain, infection, urinary problems, and other injuries. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.